Event description:
It was reported that the customer had an unspecified cartridge issue. A cartridge change was performed to address the issue. System check with tandem technical support confirmed that the pump was operating as intended. Customer¿s blood glucose level was 485 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.